Event description:
The advocate stated some of the blood glucose readings were not being stored in the memory of the contour next link. No adverse event alleged. Product information was not provided. Product was not replaced.

Manufacturer narrative:
The advocate did not provide the meter model and serial number so it was not possible to determine a manufacture date.